Event description:
It was reported that in normothermia arctic sun device trying to warm patient to targeted temperature (tt) 36.5 c, patient temperature (pt) was 34.7 c, water temperature (wt) was 25.7 c. Nurse noted patient temperature (pt) was keep dropping so they have been using a bair hugger. Every time they turn on arctic sun device patient temperature (pt) drops. Esophageal probe in place and temperature verified. No low flow alerts or alarms, but while speaking device alerted 113 (reduced water temperature control). System diagnostics outlet monitor temperature (t1) was 26.1 c, outlet control temperature (t2) was 25.9 c, inlet temperature (t3) was 27.7 c, chiller temperature (t4) was 5.1c, water flow rate (wfr) was 0.8 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 79 percentage, mixing pump command (mpc) was 0, heater command (hc) was 100, water reservoir level (wrl) was 5, system hours were 1213.5, pump hours were 1084.9. Walked through draining 16 ounces of water from right drain port. Restarted therapy, called back 35 minutes later and water temperature (wt) was 40.4c, water flow rate (wfr) was 0.9 l/m and trend indicator was showing patient temperature (pt) trending upward. Sn # (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause was not able to be isolated. It was noted that the water flow rate (wfr) was 0.8 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 79 percentage, mixing pump command (mpc) was 0, heater command (hc) was 100, water reservoir level (wrl) was 5, system hours were 1213.5, pump hours were 1084.9. Walked through draining 16 ounces of water from right drain port. Restarted therapy, called back 35 minutes later and water temperature (wt) was 40.4c, water flow rate (wfr) was 0.9 l/m and trend indicator was showing patient temperature (pt) trending upward. Called back 35 minutes later and water temperature (wt) was 40.4c, water flow rate (wfr) was 0.9 l/m and trend indicator were showing pt trending upward. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in normothermia arctic sun device trying to warm patient to targeted temperature (tt) 36.5c, patient temperature (pt) was 34.7c, water temperature (wt) was 25.7c. Nurse noted patient temperature (pt) was keep dropping so they have been using a bair hugger. Every time they turn on arctic sun device patient temperature (pt) drops. Esophageal probe in place and temperature verified. No low flow alerts or alarms, but while speaking device alerted 113 (reduced water temperature control). System diagnostics outlet monitor temperature (t1) was 26.1c, outlet control temperature (t2) was 25.9c, inlet temperature (t3) was 27.7c, chiller temperature (t4) was 5.1c, water flow rate (wfr) was 0.8 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 79 percentage, mixing pump command (mpc) was 0, heater command (hc) was 100, water reservoir level (wrl) was 5, system hours were 1213.5, pump hours were 1084.9. Walked through draining 16 ounces of water from right drain port. Restarted therapy, called back 35 minutes later and water temperature (wt) was 40.4c, water flow rate (wfr) was 0.9 l/m and trend indicator was showing patient temperature (pt) trending upward. Sn # (B)(6). Per review of wo on 29jan2025, it was reported that the nurse walked through draining 16 ounces of water from right drain port. Restarted therapy. Called back 35 minutes later and water temperature (wt) was 40.4c, water flow rate (wfr) was 0.9 l/m and trend indicator were showing pt trending upward.